Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that the device did not seal patient tissue during a nephrectomy procedure. It is unknown if regrasp alarms or end tones were heard. There was no bleeding reported and no patient injury.